Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the procedure was converted to open surgery when it was discovered that the bowel was attached to the pancreas. The surgeon decided the best way to proceed was to convert to open surgery. The procedure was converted to open and completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no fragment fell into the patient. There was no procedure delay. The customer confirmed there was no malfunction that resulted in the conversion. Patient anatomy was the reason for the conversion. The patient did not suffer any harm or injury. Additional follow up was performed and the following information was obtained: the issue with the patient¿s anatomy that led to the surgeon¿s decision to convert was that the pancreas was attached to the colon as the patient had extensive adhesions. The surgeon went into the procedure aware that they may have to convert based on patient anatomy. The surgical team was happy with how the patient tolerated the conversion. There was no system/device malfunction prior to conversion. There was no fault, and it was the surgeon's decision based on patient anatomy to convert. The surgeon expected to convert to open as they could mobilize the colon as much as possible. The system was inspected prior to use and there were no issues noted. The procedure was in progress roughly 1.5 hours. No video was available for isi review.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to patient anatomy (the pancreas was attached to the colon as the patient had extensive adhesions). There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. If additional information is received, a follow-up MDR will be submitted.this event is being reported due to the following conclusion: during a da vinci-assisted left hemicolectomy surgical procedure, it was noted that the patient's pancreas was attached to the colon. The surgeon went into the procedure aware that they may have to convert based on patient anatomy and elected to convert the procedure to open surgery.